Event description:
Nucleus freedom contour cochlear implant found on magnetic resonance (mr) safety website and found to be mr conditional at 1.5t. Although the information from the manufacturer states that the cochlear implant is MRI safe, as you dive deeper, it states that it is safe if you remove the magnet. The MRI was attempted after the patient's magnet was removed and the patient still experienced pain. Upon deeper investigation it was learned that the cochlear implant is only MRI safe if the entire implant is removed, not just the magnet. The manufacturer's literature is very unclear.